Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Pt called alleging that 2/3 of the test strips in the vial were pink on both sides. He reported blood glucose results of 59,167 and 106 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision; however, since the membrane of the test strips were discolored, this case is being reported as a strip malfunction.